Manufacturer narrative:
The reported malfunction was observed during initial testing. However, after the device was disassembled to isolate root cause, the reported problem could no longer be duplicated. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The control board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device's pacer output was not adjustable and the pacer output resets to zero. Complainant indicated that there was no pt involvement in the reported malfunction.